Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently done with anterior prolapse repair with graft material, hysteroscopy and dilation and curettage due to pelvic relaxation, perivaginal defect, thickened endometrial lining. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to symptomatic pelvic relaxation with perivaginal defect. It was reported that following insertion the patient experienced pain, urinary problems and recurrence. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.